Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead delivered inappropriate tachy therapy, one shock and three bursts of anti-tachycardia pacing (atp). This rv lead exhibited an abrupt change to high out-of-range pace impedance measurements greater than 3,000 ohms, consistent with a make-break fracture. There was also evidence of minute ventilation (mv) signal oversensing. Subsequently, this ICD was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.